Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer stated she was getting an infusion error while trying to bolus. The customer treated high blood glucose with a manual injection. The customer states had issues with some infusion sets, one of the needles was bent and was painful at the site so she changed it out. Two infusion sets caused no delivery alarms. The customer stated that she changed out the infusion sets. Nothing will be returned for product analysis.